Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for diabetic ketoacidosis with a blood glucose of 550 mg/dl. The reporter indicated that the sequence of events leading up to the patient¿s hospitalization were unknown at the time of the call because the patient managed the pump. The reporter stated that the pump battery cap appeared to be loose and upon review the battery compartment was found to be cracked. No other information related to the event was available at the time of the call. Animas attempted to follow up with the reporter for additional information but has been unsuccessful at this time. It is unknown if the use of the pump in any way caused or contributed to the patient¿s event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The battery compartment was observed to be cracked. The pump was powered on and a (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications; no power issues occurred during testing. No delivery related defects were found during testing. The cause of the patient's blood glucose excursion could not be determined from pump testing.